Event description:
Patient was a paraplegic with thoracic spinal cord injury who received tetracaine, baclofen, morphine combination in synchromed pump. The pump had flipped and the home health care nurses were unable to refill the pump the last two times. Unknown who the follow up physician was, but the patient was scheduled for a pump revision/replacement the day after their death. The patient presented through the ER with shock, twitching, semicomatose, seizures, tachycardia (170's). Septic shock was ruled out. Pt was diagnosed with myocardial infarction with EKG changes and positive ck-mg. No laboratory or diagnostic study results were sent to the manufacturer. The patient was treated with intubation and drugs only. Unknown if patient had any prior cardiac or seizure history. The pump was aspirated and less than 1 cc was withdrawn from the pump reservoir. The patient had a dnr- no CPR order. The patient died in ICU. The physician speculated baclofen withdrawal precipitated the mi. His rationale was the shock state from baclofen withdrawal caused the mi and cerebral ischemia.